Event description:
Customer reported receiving an alarm for a loose drive support cap while rewinding the insulin pump. She stated that she had dropped and bumped the insulin pump in the past but it had never had this issue before. She stated that the drive support cap appeared to be normal and recessed. She stated that she did not press on this cap. The blood glucose reading was 217 mg/dl and customer declined to troubleshoot for high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a motor error alarm during the basic occlusion test due to moisture damage force sensor. Unable to verify prime alarm due to motor error alarm, motor passed motor test. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.